Manufacturer narrative:
Reader (B)(6) has been returned and investigated. The user reported that after charging the meter the customer tried to hold the meter but it was way too hot. Visual inspection has been performed on the returned reader and damage and contamination on usb port was observed. The damage observed to the usb port would prevent the customer from charging the reader which led to reader not turning on. Performed visual inspection on the usb (universal serial bus)/charging cable. No opens or shorts were observed. Usb/charging cable passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An extended investigation was performed. A visual inspection was performed using a microscope on the returned reader and the reader's pcba, burn damage to the usb port was observed and heavy liquid contamination was observed in and around the usb port. The reader event log was reviewed, and no abnormal events were observed indicating reader functioning properly. Bench testing was performed on the reader using a digital multimeter. The returned battery voltage was measured to be not within range specification. A known good battery was used for the remainder of testing and the reader turned on. Visually inspected the usb/charging cable and no issues were observed. A continuity test was performed using a digital multimeter and no opens or shorts were observed. The returned usb/charging cable passed testing. The returned usb/charging cable and a known good usb/charging cable were utilized to attempt and charge the reader, the reader did not charge. The returned reader was monitored under a thermal camera during operation, where no abnormal hot spots were observed. Current findings did not indicate any connection between this reader¿s module function and the user's reported issue. The customer's reported complaint of the reader becoming too hot to hold was not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.